Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient reported they developed a skin reaction with a severe rash on the same day the sensor was inserted. They stated that it developed into a secondary infection and was treated with oral antibiotics and hydrocortisone cream the following day. At the time of report, the patient was doing good. No additional patient or event information is available.